Manufacturer narrative:
A review of the black box data showed on reboot with a battery change on (B)(6) 2015.. A visual inspection of the pump showed that the battery compartment was cracked. The battery compartment had damaged threads. The returned battery cap was undamaged and was able to secure on to the pump. The pump powered on and was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was damaged and the battery cap was unable to tighten on to the pump. There was allegedly no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.